Manufacturer narrative:
On 6/4/1998, MFR was informed by hospital's risk management department that hosp tried to rehabilitate pt; however, pt never recovered from event on 12/27/1997 and died on 3/27/1998 as result of this injury. The lvad was buried with the pt and is not available for analysis. A review of lvad mfg records revealed that device met all applicable specifications upon MFR. Manufacturer's investigation of this event is inconclusive. Based on info available, no conclusion can be drawn as to cause of this event. No further info is available. MFR is now closing its file on this event.

Event description:
Na